Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected brand new batteries and sticker adhesive around buttons had all peeled off. Customer stated that during rewind pump sounded like dragging and taking long time to rewind. Customer stated pump had a crack running down the screen. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.